Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing onsite service for the device, an authorized service personnel identified that the pins on the processor pca were bent. There was no reported patient involvement/adverse patient impact.